Manufacturer narrative:
The maude event report did not include contact information, therefore, at this time, we are unable to request additional information. Additionally, the report did not include a lot number, as such we are unable to review the manufacturing records. Based on the limited information provided no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. Should the patient contact davol with additional information a supplemental MDR will be submitted.

Event description:
The following was reported to davol via per maude event report (mw 5043018): "caller states she saw a recall for her device while watching television. She states that the device has been bothering her but she assumed it was normal side effects when a foreign device was inserted into the body. Caller reports experiencing severe stabbing pain in her abdomen, back pain, abdominal swelling, nausea, vomiting, and numbing in the legs. Caller also states at times, the device feels like it has migrated into her chest and causes pain in ther ribs. The doctor who implanted the device name is (B)(6)."

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)